Event description:
It was reported that a user changed a dexcom g7 sensor and subsequently experienced cgm pairing and connectivity alerts on the ilet device, with dosing interruptions indicated by ¿dosing stops soon¿ and ¿cgm not paired.¿ symptoms included no reported clinical symptoms. Outcomes included temporary interruption of automated dosing and the need for user intervention to restore cgm pairing. Investigation included customer support guidance to toggle the ilet cgm selection from g7 to g6 and back to g7, followed by a sensor restart and re-entry of the pairing code. Investigation of this case revealed a cgm pairing and signal-loss issue affecting data transmission between the dexcom g7 sensor and the ilet controller, which is consistent with known connectivity and configuration issues. It was concluded, based on previously established findings for similar reports, that the cause was user interface and connectivity factors related to cgm pairing that resolved with reconfiguration and restart.